Event description:
Pt expired during implant - unsure why, possible pulmonary embolism. Could not obtain normal threshold or sensing, despite normal position in the rv apex and septal wall. R-wave = 2.5 mv, threshold = 3.2v, numerous attempts, resistance = 910 -940 ohms consistently. Pt developed hypotension, then asystole. Could not revive despite CPR, code red, + e.r. Staff. Lead was never connected to pacer, only psa. Please confirm that this lead is okay.